Manufacturer narrative:
The product has been received. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Further analysis revealed the stimulation was caused by a perforation of the right ventricular (rv) lead. To resolve the issue, the rv lead was explanted and a new lead implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Further analysis revealed the stimulation was caused by a perforation of the right ventricular (rv) lead. To resolve the issue, the rv lead was explanted and a new lead implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Product investigation complete. Lead was subjected to and passed all testing, confirming it is electrically continuous and was found to meet specifications. MDR decision remains the same.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Further analysis revealed the stimulation was caused by a perforation of the right ventricular (rv) lead. To resolve the issue, the rv lead was explanted and a new lead implanted. No additional patient adverse effects were reported.